Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in (B)(6). The manufacturer did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. As soon as additional information has become available and/or the device(s) have been returned for evaluation and an investigation result is available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
It is reported that the ncb plate was implanted due to periprosthetic fracture. The plate broke on (B)(6) 2009, 3 days after the patient was allowed to put load on the leg.